Manufacturer narrative:
Correction from fu1 - h3 and not h4 section was additional information.

Event description:
The event occurred on an unspecified date and involved a microclave® neutral connector in which the customer reported that the single microclave, on the end of central line broke on a patient in the neonatal intensive care unit. When this occurs it requires a sterile cap change and incurs additional time for the nursing staff. There was patient involvement, however, there was no harm reported as a consequence of this event. This is report three of four.

Manufacturer narrative:
The device is not available for investigation as the customer has discarded it. Without the return of the device, a probable cause is unable to be determined.